Manufacturer narrative:
Continued e.1 postal code: (B)(6). Journal article citation: erik eiler frydshou bak, andreas larsen, tim kongsmark weltz, mads gustaf jorgensen, mathias orholt, adam mandrup timmermann, sif birch mathisen, dogu aydin, anders frokjær ulrik, kristina boldt stralman, mathilde nejrup hemmingsen, peter viktor vester-glowinski, mikkel herly, the prevalence and histological characteristics of the double capsule phenomenon in breast augmentation with implants, aesthetic surgery journal, 2024;, sjae154, pub: 16/jul/2024. Https://doi.org/10.1093/asj/sjae154. Authors listed affiliation: mr bak, mr timmermann, and ms mathisen are medical students; dr larsen, dr weltz, and dr orholt are fellows; dr hemmingsen is a post doc; dr jorgensen and dr herly are plastic surgery residents; and dr aydin and dr vester-glowinski are plastic surgeons, copenhagen university hospital, department of plastic surgery and burns treatment, rigshospitalet, copenhagen, denmark. Dr ulrik and dr stralman are plastic surgeons in private practice in copenhagen, denmark. The events of capsular contracture, seroma-late and lymphoma-alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture (various baker grade), seroma-late, lymphoma-alcl-suspected.

Event description:
Literature article "the prevalence and histological characteristics of the double capsule phenomenon in breast augmentation with implants" reported capsular contracture (various baker grade), cosmetic, rupture, symptoms of bia-alcl, seroma, calcification. No histopathological markers were provided for any bia-alcl patients. The events "symptoms of breast implant illness" and "breast trauma" are deemed not related to the device. Devices were explanted.